Manufacturer narrative:
The user reported a high glucose event on january 26, 2026, at 2:56 pm est, stating an sg of 173 mg/dl and a bg of 500 mg/dl. Review of the data management system (dms) confirmed the sg of 173 mg/dl at that time, with no bg entry recorded. No high glucose alert asserted as the sg was below the user-set alert threshold. The user was asymptomatic, thus did not seek treatment, and their healthcare provider was aware of the event. Review of the vivo sensor data showed transient optical instability around the reported time, likely contributing to inaccurate readings. The user was advised to update transmitter firmware to clear calibration history and follow proper calibration practices. The firmware upgrade was completed on (B)(6) 2026, and the system was monitored through (B)(6) 2026. During this period, the user experienced delayed initialization due to expired calibrations and exhibited patterns consistent with entering estimated values instead of true fingerstick bg values. The user was advised of proper calibration practices including using only fingerstick bg values for calibration. After initial lack of response, the user later reported sg and bg alignment, and the case was closed. A subsequent review of two weeks of data following case closure indicated continued signal instability and ongoing entry of improper calibration. An RMA was subsequently issued for a sensor replacement under another case and investigation will be performed once the sensor is received.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: on (B)(6) 2026 at 2:56 pm, sg was 173 mg/dl and bg was 500 mg/dl. After dms review, we confirmed the following information at the time of the event: on (B)(6) 2026 at 2:56 pm, sg was 173 mg/dl and no bg available in dms. After dms review, we confirmed that the user did not receive a high glucose alert at the time of event because the sg never went above the alert level. The user did not treat as they were asymptomatic. The user's hcp was aware of the event. As per dms, user is currently using the system with up-to-date information.